Event description:
The customer was hospitalized for low bgs. Instructed the customer to take fast acting source. Troubleshooting was performed. The programming and histories on the pump were accurate. However, it was indicated that unexplained boluses was showing in the history. The customer stated that they did not enter any extra bolus. The customer was disconnected during rewind and prime.